Manufacturer narrative:
The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the customer answered "yes" to the survey question "since receiving the notification letter, are you aware of any system error code 255-xx-xxx that have occurred on the bd alaris¿ system?" There was no reported patient impact.